Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, only the distal portion of the lead was returned for analysis. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.